Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-may-2024 by a physician concerning a 45-year-old female patient. The medical history of the patient included herpes episodes every 2 to 3 years. No information about concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with restylane kysse (lot 21544) to lips (unknown amount and injection technique). The physician performed treatment to the contour of the lip using a needle and the rest with a cannula. After treatment, the patient experienced vascular compression (vascular compression) by a large hematoma (implant site haematoma) in the upper lip. The physician immediately administered methylprednisolone [methylprednisolone] and hyaluronidase [hyaluronidase] with reperfusion and disappearance of the hematoma. The physician observed the patient every day, but on (B)(6) 2024, a more intense pain (implant site pain) appeared, and the physician again applied hyaluronidase. As a treatment, the physician also administered unspecified antibiotics, enoxaparin [enoxaparin] 60000 iu and valacyclovir [valaciclovir] and suggested the patient to look for a hyperbaric chamber. On (B)(6) 2024, the patient underwent an ultrasound, which revealed hemorrhagic infiltration (implant site haemorrhage) in the subcutaneous adipose plane of the upper lip, without collected hematoma, without compression or vascular occlusion. The subcutaneous edema (implant site oedema) in the lower lip related to newly infiltrated hyaluronic acid. There was no anomalous mass. On (B)(6) 2024, the patient travelled to sweden and sent pictures of the evolution with the appearance of vesicles (implant site vesicles) in the upper lip. Her husband had herpes and at the moment it was being resolved. The patient had no history of recurrent herpes but had episodes every 2 to 3 years. Outcome at the time of the report: vascular compression was recovered/resolved. Large hematoma was recovered/resolved. Intense pain was unknown. Hemorrhagic infiltration was unknown. Edema was unknown. Vesicles was not recovered/not resolved/ongoing.

Manufacturer narrative:
Company comment: the serious event of vascular compression and the non-serious events of oedema, pain, haematoma, haemorrhage and vesicles at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. Potential root cause is the treatment procedure leading to haematoma at implant site causing vascular compression and its manifestations. Potential contributory factor includes injection technique. An alternative root cause for the event of vesicles at implant site includes reactivation of underlying herpes or recent exposure to herpes by partner. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious event of vascular compression and the non-serious events of oedema, pain, haematoma, haemorrhage and vesicles at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. Potential root cause is the treatment procedure leading to haematoma at implant site causing vascular compression and its manifestations. Potential contributory factor includes injection technique. An alternative root cause for the event of vesicles at implant site includes reactivation of underlying herpes or recent exposure to herpes by partner. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. Several follow-up attempts were made with the reporter to obtain additional information but no response was received. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-may-2024 by a physician concerning a 45-year-old female patient. The medical history of the patient included herpes episodes every 2 to 3 years. No information about concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with restylane kysse (lot 21544) to lips (unknown amount and injection technique). The physician performed treatment to the contour of the lip using a needle and the rest with a cannula. After treatment, the patient experienced vascular compression (vascular compression) by a large hematoma (implant site haematoma) in the upper lip. The physician immediately administered methylprednisolone [methylprednisolone] and hyaluronidase [hyaluronidase] with reperfusion and disappearance of the hematoma. The physician observed the patient every day, but on (B)(6) 2024 a more intense pain (implant site pain) appeared, and the physician again applied hyaluronidase. As a treatment, the physician also administered unspecified antibiotics, enoxaparin [enoxaparin] 60000 iu and valacyclovir [valaciclovir] and suggested the patient to look for a hyperbaric chamber. On (B)(6) 2024 the patient underwent an ultrasound, which revealed hemorrhagic infiltration (implant site haemorrhage) in the subcutaneous adipose plane of the upper lip, without collected hematoma, without compression or vascular occlusion. The subcutaneous edema (implant site oedema) in the lower lip related to newly infiltrated hyaluronic acid. There was no anomalous mass. On (B)(6) 2024 the patient travelled to sweden and sent pictures of the evolution with the appearance of vesicles (implant site vesicles) in the upper lip. Her husband had herpes and at the moment it was being resolved. The patient had no history of recurrent herpes but had episodes every 2 to 3 years. Outcome at the time of the report: vascular compression was recovered/resolved. Large hematoma was recovered/resolved. Intense pain was unknown. Hemorrhagic infiltration was unknown. Edema was unknown. Vesicles was not recovered/not resolved/ongoing. Tracking list: v.0 initial, v.1 several follow-up attempts were made with the reporter without receiving a response. Case version created to submit final mir.